Event description:
Covidien received info stating that while in use on a patient an 840 ventilator generated a graphic user interface (gui) key stuck error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the keyboard and performed extended self-testing on the device and all tests passed. Covidien reference (B)(4).